Manufacturer narrative:
The accounts biomed found broken wiring on the power limit cable. He replaced the power limit cable to resolve the issue.

Event description:
The accounts biomed stated when he presses reverse trendelenburg, the bed lowers but then stops and will not go into reverse trendelenburg. He has replaced the control circuit board but the issue remains.